Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level went from 117 mg/dl to over 600 mg/dl in two hours. The customer then woke up with a low blood glucose level of 40 mg/dl and after drinking a half can of soda it went up to 420 mg/dl. She treated her high blood glucose level with the insulin pump and manual injections. The customer was feeling nauseous. The high pressure test passed. The device was not returned.